Event description:
An arterial pressure alarm occurred during a routine hemodialysis treatment. The operator reported having issues with the patient's access. Rinseback was not performed due to possible clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to difficulties with the patient's access. The cycler alarmed appropriately. Facility staff confirmed that the patient has a history of access issues and typically requires a fistulogram every three months. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.